Manufacturer narrative:
The device was received by depuy synthes power tool. The device was repaired and released by quality for return on 22-august-2011. Ref: (B)(4).

Event description:
Report received from (B)(6), states the device required service due to component damage. It is known that the event did not occur during surgery; however it is unk if there was patient/user injury, surgical delay or medical intervention related to this occurrence. No add'l info available.